Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl and other was 268 mg/dl. Customer stated that customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode or smartguard. Customer believed insulin pump was under delivering because of the recall on the retainer ring. Customer was treated with manual injection. Customer declined to troubleshoot for high blood glucose. The insulin pump and reservoir will not be returned for analysis.